Manufacturer narrative:
The patient age was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 6 months. The event occurred in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (B)(6) 2014. It was reported that on (B)(6) 2015, the patient experienced worsening heart failure due to valvular regurgitation. The patient was readmitted to the hospital from (B)(6) 2015 due to aggravation of heart failure as a result of worsening aortic regurgitation and tricuspid regurgitation, and an aortic valve atresia closure was performed. It was reported that the lvad contributed to the aortic regurgitation. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on vad support. A correlation between the device and the reported aortic regurgitation and worsening heart failure could not be conclusively determined. Although the clinicians thought that the lvad contributed to the patient's aortic regurgitation, no specific device related issue was reported. No system controller log files from the time of the reported event were available for analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.